Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jan-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that legacy tower door was not detected on the bus. The field service engineer (fse) corrected the cabling by rearranging connections and plugging the med cart tower directly into the main communication sled. Verified proper detection and normal operation in diagnostics. The system functioned as intended after the field service engineer (fse) repaired the device

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, door 6 failed. Customer tried to reboot and recover but issue doesn't resolve. The customer stated that the malfunction occurred when a user tried to issue medication to the patient and caused a delay to patient care. However, there were no adverse events or injuries reported based on this event.